Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Clinic notes were received for the patient reporting that the patient had been having an increase in seizures and had to go to the ER. The physician made adjustments to the vns and referred the patient for a replacement as the battery level was observed to be low. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Implant card was received reporting a generator replacement due to battery depletion. The generator has not been received to date.

Manufacturer narrative:
B4. Date of this report; corrected information: initial MDR inadvertently listed wrong date